Event description:
It was reported that during implant the lead read abnormal impedance measurements through the analyzer. The lead was not used and a different lead implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was noted that the proximal conductor was distorted, there was blood in/on the helix/lobe mechanism, the lead was stretched, and the lead appeared to have been damaged at implant.